Event description:
The pt was implanted with a left ventricular assist device. The surgeon reported that the pt began receiving alarms from the system controller. The pt exchanged the system controller to the back-up unit and was admitted to the hosp for additional monitoring. The system controller and power base unit cable were both exchanged and the pt continued to be monitored at the hosp. Several downloads were taken from the system controller and abnormalities were found in addition to discovering that the system controller was damaged possibly due to a compromised percutaneous lead. X-rays were taken and what appeared to be degradation of the shielding within the percutaneous lead was observed, leading to a field repair of the compromised section of the percutaneous lead.

Manufacturer narrative:
The pt remains on lvad support and is doing well with no further complications reported. The section of percutaneous lead was returned to the MFR for eval. Examination of the returned section of the percutaneous lead revealed a breach in the insulation of the green wire adjacent to where the cable exits the percutaneous lead connector. The breach in the wire insulation exposed the inner conductors to the shield and the metal connector resulting in damage to the motor drive circuitry within the system controller when the device was supported by the power base unit. The examination of the system controllers used at the time of the reported event exhibited damage to the commutation transistors coupled to motor phase one, consistent with a short in the percutaneous lead. The MFR has initiated and distributed the attached urgent medical device correction letter identifying the probability and symptoms of potential percutaneous lead compromise, recommending that the pump be replaced as soon as possible if damage to the percutaneous lead is confirmed. Hospitals have been requested to review the instructions for care of the percutaneous lead with their ongoing lvas pts and have been requested to have any ongoing lvas pts return to the hosp for an inspection of the percutaneous lead and if the hosp suspects that an lvas pt may have a damaged percutaneous lead, to please contact the MFR's technical services department for assistance. No further info is available. The MFR is closing its file on this event.